Event description:
The 24 khz neuro tip and flue set have the incorrect flue in the sterile pack. There was no pt contact and injury nor surgery delay involved. Further investigation found that certain model 24 khz neuro short sterile tip sets were advertently packaged with the incorrect 35 khz neuro flues. A voluntary recall was initiated. The affected product ID and lot is as follows. Lot number, product ID: 050-779 and 1523221, 050-779 and 1523215. Integra rep visited this user facility and reconciled the products.